Event description:
It was reported the proximal femoral nail antirotation blade jammed. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The visual and functional investigation of the returned blade has shown that it is completely jammed. The investigator was unable to release the blade, without damage. The connection, soldering joint, between the head of the handle and the shaft has broken on the insertion instrument. The investigation was unable to establish the exact cause of these damages. It is possible that excessive mechanical load damaged the blade and the insertion instrument to such an extent that this is jammed and broken. This is not a product fault. This complaint has been determined to be indeterminate. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA.